Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had dimensional issue. The oxygen delivery device was popping off easily on the new tube but there was no issue with the old device. There was no patient injury.